Event description:
Additional information received reported that no sheath was used.

Event description:
An endurant stent graft was attempted to be used in a patient for the endovascular treatment of an abdominal aortic aneurysm that was 4 cm in diameter. The left iliac artery measured 13-17 mm in diameter while the right iliac artery measured 16-28 mm in diameter. It was reported that when attempting to insert the delivery system into the patient, the device would not enter into the artery. When the device was examined, it was noted that the graft cover was not abutted against the tapered tip, causing a gap. When the physician tried to push the two components together, the gap would not close. When rotating the external slider towards the front grip in an attempt to close the gap, the front grip detached from the delivery system. Another device was used without complication. The physician stated that the event was related to the device. There was no patient injury associated with the event. Upon inspection of the device, the front grip was detached. There was a 1-2 mm gap between the graft cover and tapered tip. The distal edge of the graft cover was damaged. The rest of the device was unremarkable. Microscopic inspection of the graft cover edge revealed a focal, v-shaped deformation of the graft cover edge, which appeared to be caused by the graft cover pushing against a small, hard object (most likely calcium). The event was confirmed; there was a gap between the graft cover and tapered tip and the front grip was detached. The root cause could not be conclusively determined.

Manufacturer narrative:
(B)(4).